Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter read inaccurately high compared to the hospital¿s meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013 at 3 pm, the patient reportedly obtained a blood glucose reading of ¿93 mg/dl¿ with the subject meter and ¿53 mg/dl¿ with the hospital¿s meter, performed at the same time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, at the same after the alleged issue occurred, the patient reportedly felt dizzy, nervous, anxious, and sweaty; the patient also reportedly tested with another onetouch ultramini meter (¿90 mg/dl¿); and was administered food and/or drink as treatment by a health care professional (hcp). It is not know why the patient went to the hospital, how long he has been hospitalized for, what the patient¿s previous blood glucose readings were prior to the onset of his symptoms and what action he took in response to the readings; when the patient was released from the hospital; and what was his medical diagnosis. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/20/2013 and 11/22/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.